Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced bent cannula event on (B)(6) 2026 and also experienced leaking site with insulin smell. Patient experienced elevated blood glucose (306 mg/dl) which was managed by set change. No further information is available.